Manufacturer narrative:
The reported event was addressed with phone support. The technical support engineer (tse) recommended the customer to reseat the endoscope after pressing the clutch button and this solved the issue. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy (with lymphadenectomy) surgical procedure, the 30 degree endoscope's image was upside down. The user received phone assistance from the technical support engineer (tse). The tse explained to the user that the issue could occur if the endoscope was reinstalled without pressing the clutch button, as this is part of the guided tool change function. The user pressed the clutch button and then re-installed the endoscope, and the issue was resolved. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the 30-degree endoscope was installed in a down position. The surgeon confirmed the desired orientation when installing the endoscope. There was no damage observed on the endoscope's adapter/base. It was unknown if the endoscope was manually rotated 180 degrees.